Event description:
One month post ablation procedure with varipulse catheter and the patient experienced a significant stroke with neurological deficits treated with clot removal/extraction. It was reported that the physician indicated that the first varipulse case had significant stroke event with neurological deficits that required clot removal and extraction one month post pulsed field ablation (pfa) procedure. The physician expressed concern with the device. The patient remained anticoagulated post procedure and still in sinus rhythm, although he believed that maybe some atrial fibrillation (af) continue. The patient was in the hospital with neurological deficit, and after clot removal, the patient has not recovered. Additionally, the patient went to their (gp) general practitioner 10 days post procedure with significant bleeding/bruising in the leg. It is believed there was no medication adjustment following the gp visit. There was no evidence of stroke at the time of gp visit. The patient was well at gp appointment. Additional information was received indicating the physician cannot determine if the adverse event was device, procedure or medical management related due to the length of time from procedure. The outcome of the adverse event was reported as improved but still has some speech and vision difficulties. In acute phase patient became unconscious with cerebrovascular accident (cva) and required ambulance transfer to hospital for the adverse event. The patient required extended hospitalization for unknown number of days. No imaging was done to diagnosis or rule out a stroke. The type of neurological issue observed was symptomatic, and the patient¿s symptoms did not resolve. No evidence of char or blood thrombus/clot during the procedure. Patient did not have previous history of stroke. Relevant tests/laboratory data included brain magnetic resonance imaging (MRI), ultrasound, ECG, and bloods. The activated clotting time (act) was greater than 350 prior to transseptal, and the act during procedure was maintained greater than 350 throughout. No exchange required during the procedure, the vizigo was in left atrium (la), varipulse crossed and pfa delivered, remap with varipulse and vizigo and varipulse removed from la. One transseptal puncture site was performed during the procedure. The number of performed ablations were 19 complete and 2 incomplete. Nineteen ablations were performed within the pulmonary veins, and none outside the pulmonary veins. The type of delivered energy was pfa. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was sinus rhythm. The type of electrophysiology procedure performed was new procedure. The arrhythmia treatment for this procedure was paroxysmal afib (paf). The pre-ablation thrombus check performed was cleared with a transesophageal echocardiogram (toe). The patient did not have any anatomical abnormalities. No stacking occurred for this procedure. The irrigation rate used during mapping was 4ml and during ablation was 30ml. The patient was given anti-coagulant therapy of uninterrupted ¿ apixaban. Dose on day of procedure not given. Post op continued, patient confirmed not missed any doses.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Internal actions are being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).